Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus would not calibrate. A known good stylus would not align with the screen cursor. Therefore the bezel shield assembly was replaced and calibrated. It was also indicated that the programmer's hard drive health was at ninety-eight percent, and therefore the hard drive was replaced, reimaged, and loaded with updated software. It was also indicated that the system fan was noisy and therefore replaced. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer's stylus would not calibrate. A new stylus was tried but the issue was not resolved. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.